Event description:
It was reported that during a staar procedure the retaining pin could not be moved. The site used a new instrument to complete the case. There was no patient consequence.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.